Manufacturer narrative:
Pt identifier, age and weight have not been made available.

Event description:
It was reported that a t-2100 treadmill increased speed on its own resulting in a pt fall. The pt experienced knee abrasions, a broken toe, and hand pain for which a specialist was consulted. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.